Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. No information available. Not applicable for this device. Not applicable for this device. The omniwire was not returned for evaluation, thus no returned product investigation was performed. Based on the complaint details, omniwire was possibly caught on calcium.

Event description:
It was reported that during a therapeutic coronary procedure in the moderately calcified and slightly tortuous distal rca, resistance was noted when trying to remove the omniwire from the vessel. The wire was caught on possible calcium and the tip appeared to tie in a knot, resulting in the tip separation. The physician used an angioplasty balloon to ensure the tip was embedded in the distal rca and not going anywhere. This adverse event and product problem is being submitted because the tip of the omniwire separated and was retained in the patient.